Manufacturer narrative:
Additional narrative: a complaints database search of the product code identified no previous similar complaints. A review of manufacturing records could not be conducted as no lot numbers were received. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Hip revision performed on (B)(6) 2014 due to osteolysis. When the old liner was removed, it was found that the locking ring was broken into three pieces. Two were removed from the patient. X-ray confirmed that the third piece was still lodged in the acetabular component and could not be removed and therefore the surgeon could not seat a new locking ring. Surgeon impacted a new liner into the acetabular shell without a locking ring. Photos and product codes to be forwarded. Primary surgery details and how many revisions patient had previously, unknown at time of report. (B)(6). Explants: size 54mm neutral 28mm liner and a locking ring. In situ: size 54mm duraloc acetabular cup. Femoral stem in situ and femoral head that was replaced were (B)(4) products.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).